Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2024-00270.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod coils. During the procedure, the physician advanced the first pod coil and visualized under fluoroscopy that the pod coil had unintentionally detached. It was reported that the pod coil had become unintentionally detached within the microcatheter, before reaching the target location, and had moved into the patient's anatomy as the physician had continued to advance it. The pod coil did not detach in the target location; however, the physician decided to leave the coil in the patient. Next, the same issue occurred with a second pod coil. The second pod coil did not detach in the target location; however, the physician decided to leave the pod coil in the patient. The procedure was completed using a third pod coil and a ruby coil detachment handle (handle). There was no report of an adverse effect to the patient.